Event description:
The hcp reported the patient had been experiencing acute morphine withdrawal for 48 hours. The pump had been refilled earlier in the week with normal interrogation and programming - "no problems." The patient was seen in the emergency room with cool and clammy skin, jittery legs, tachycardia, increased blood pressure, and increased pain. An xray was done that determined the catheter was fractured. A bolus was done, but had no effect. The patient was treated with IV m0rphine and catheter revision. The patient is currently reported to be doing great.